Event description:
According to the available information on the medwatch report [mw5154356], it was reported that a coloplast device was removed due to unspecified reasons. A new tactra malleable penile prosthesis was implanted. No additional information was reported.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed.